Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A lot-dependent issue was excluded based on testing with three different lots of the assay on multiple analyzers, all of which yielded non-reactive results consistent with the initial findings. Further testing was conducted using the diasorin liaison xl hbsag quant system, which also produced a non-reactive result. The discrepant results between the elecsys hbsag ii assay and the abbott alinity system, as well as the pcr test, may be attributable to slight differences in assay sensitivities. However, a false negative result for the elecsys hbsag ii assay cannot be definitively excluded. The investigation was limited by the unavailability of sufficient sample material for additional testing, including further pcr analysis or retesting on the abbott alinity system. The claimed sensitivity of the elecsys hbsag ii assay is 99.9% based on a cohort of 1,025 samples, and single false non-reactive results can occur.

Event description:
The initial reporter alleged a discrepant negative result for the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 module for a single patient sample. The sample was initially tested on (B)(6) 2023 using the abbott alinity system, which yielded a positive hbsag result of 3.7 s/co and a confirmatory positive result. A polymerase chain reaction (pcr) test conducted on the same date also returned a reactive result. On (B)(6) 2023, the same serum sample was re-tested on the cobas e 801 module, yielding a negative hbsag result of 0.508 coi, a negative anti-hbs result, and a positive anti-hbc result of 0.00759 coi. The sample was subsequently confirmed as reactive by pcr using the cobas mpx test. Further testing was conducted at an external laboratory using three different lots of the elecsys hbsag ii assay on two cobas e 801 analyzers and one cobas pro analyzer. All results were non-reactive, with coi values of 0.322, 0.427, and 0.384, respectively. Additional testing on the diasorin liaison xl hbsag quant system also yielded a non-reactive result. Due to limited sample material, further testing on the abbott alinity system or additional pcr testing was not performed.